Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced the low blood glucose level. The customer's blood glucose level was 41 mg/dl. Low blood glucose level of the customer was treated with the food. The customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test. (B)(4).